Event description:
Following removal of the balloon from the packaging, a foreign material was was observed in the packaging. The material was a think strand of plastic. The proceudre was successfully completed using the balloon. No adverse pt effects have been reported. The pt's condition was reported as fine.